Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that vessel shut down occurred. The target lesion was located in the left circumflex (lcx) artery. A 2.25 x 12 synergy ii drug-eluting stent was advanced but failed to cross the lesion despite several attempts. At some point in the procedure the vessel shut down. Multiple wires were used and multiple balloon dilatation attempts were made, but then apparently the vessel failed to reopen. The percutaneous coronary intervention (pci) was not completed and it was decided the patient would need to go to the operating room (or) for coronary artery bypass grafting (CABG).